Event description:
It was reported that the patient presented for a routine surgical clearance appointment. Upon interrogation of the pulse generator, it was noted that the patient was in bradycardia, and no pacing output was observed. The device reached the elective replacement indicator (eri) in 2021, and patient had been lost to follow up. The battery was exhausted due to possible premature battery depletion. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of no output and premature battery depletion were confirmed. The device was received with no output and normal telemetry. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis. Actions have been taken to prevent reoccurrence. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found depleted. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.